Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Troubleshooting was performed and it was found that the infusion set had a bent cannula. The bent cannula caused their blood glucose to go up to 450 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.